Manufacturer narrative:
The insulin pump passed the unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. The pump alarmed noted during self-test due to faulty connector on radio frequency board. All operating currents are within specification. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at reservoir tube window corner and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that they received failed self-test alarm. The customer's blood glucose was unknown at the time of incident. The customer performed troubleshooting and was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.